Manufacturer narrative:
A visual inspection of the returned device revealed that the blade was broken at the gullet of the second tooth from the proximal end. Based on an assessment of the fracture site, the most probably cause of the fracture was determined to be stress placed on the blade during clinical use. Potential causes of this stress were determined to be contact with a hard object during clinical use or excessive lateral force applied to the blade during use. Ascent's instructions for use warn against both of these: "do not apply excessive lateral force." "Contact with metal fixtures, retractors or other parts may cause enough damage to necessitate intraoperative replacement." Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that during the procedure the saw blade broke in half. The piece did not fall into the patient and there was no patient injury reported by the user facility.